Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue independently by changing the infusion set and cartridge; insulin delivery was successfully resumed.